Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromise forced sensor system and excessive no delivery alarm or verify charge/battery lasts less than expected anomaly due to blank display. Pump received with minor scratched lcd window. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the battery life was decreased and had unexplained random no delivery alarms. No harm requiring medical intervention was reported. The device will not be returned for analysis.